Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4). Case subject: npi 8300 error 21-14-232 account name: (B)(6) medical center (B)(6). (B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: customer receives device 8300 (s/n (B)(4)), with error displaying 21-14-232. Failure device type: failure problem type: failure mode: case resolution: customer receives device 8300 (s/n (B)(4)), with error displaying 21-14-232. Explained problematic fault that would create the error code. Informed customer of the logic board needing repair/replacement. Customer given the part number for the logic board assembly. Customer will call back if any further concerns need to be addressed. End call. (B)(4).